Event description:
During intertrochanteric fracture fixation, the knob of the helical blade coupling screw broke off during helical blade insertion and the knob landed on the floor. The coupling screw portion of the device remained attached to the helical blade. The helical blade insertion was completed with a replacement. There was a 10 minute delay to the procedure which concluded with satisfactory results.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record showed that there were no issues during the manufacture that would contribute to this condition. The helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogeneous with a continuous weld bead which indicates material uniformity and good weld penetration. Excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. The returned device was manufactured in july 2007, and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use. Placeholder.